Event description:
It was reported that the patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) developed a ventricular tachycardia triggered by an ectopic beat present in a bigeminy rhythm. The device appropriately delivered a shock; however, it was not able to convert the rhythm. The rhythm self-terminated. Additionally, it was mentioned that a syncope episode was experienced by the patient. X-rays were performed in order to assess the system placement. X-rays showed this electrode was in a suboptimal position. The patient was hospitalized and a reposition procedure was performed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.